Event description:
Omron bp786n blood pressure device consistently produces a low systolic reading and is also inconsistent. Device was sent back for recalibration and still was inaccurate. Wife also recently had the same problem with the device.